Event description:
Following a navigated knee surgery, it was reported that the tip of the pin broke during removal. A piece of the pin was left in the patient's bone. There are no adverse consequences alleged for the pt and the procedure was completed as planned.

Manufacturer narrative:
The pin was not returned to the MFR for evaluation. If the pin is returned at a later date, a follow up report will be filed.